Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 5.0 device for mechanical circulatory support. While on support there was increasing purge pressure and decreasing purge flow. The purge cassette was changed with no effect. The pump was explanted and a heartmate 3 inserted. A clot was found in the outflow of the impella.

Manufacturer narrative:
The investigation for the reported thrombus issue has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the high purge pressure was most likely biomaterial since a clot was noted on explant. This report is being filed as part of a retrospective review of historical records.